Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of desired stimulation due to lead migration. Multiple reprogramming were done however unsuccessful. The patient underwent a revision procedure wherein the paddle lead was placed back to the original position. The patient was doing well postoperatively.